Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced edema, seroma and infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The patient was also treated with oral steroids for 1 week (date not reported).